Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a piece of felt within the inflow cannula could not be confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6); however, the presence of the ingested material could have contributed to the report of the low flow alarms and rotor instability events captured in the submitted log files. The account reported that following the successful implantation of the patient¿s left ventricular assist device (lvad) on (B)(6) 2021, pump flow was noted to be approximately 4.2 liters per minute (lpm) at a pump speed of 5200 revolutions per minute (rpm); however, approximately 1.5 hours later, low flow alarms were noted. The perfusionist increased the pump¿s speed and was able to establish a flow of 3.0 lpm at a speed of 6800 rpm. The patient¿s blood pressure was observed to be okay despite these events. An echocardiogram showed some space for additional volume; therefore, the hospital started transfusing volume and the pump flow increased while the pump speed was able to be reduced to 6500 rpm. The patient was stable and extubated. On (B)(6) 2021, the pump flow was noted to be around 3.0 lpm again at a speed of 6500 rpm. As the flow was less than expected at 6500 rpm, log files were reviewed, and rotor instability events were identified which started on (B)(6) 2021. Since an ingestion as a root cause could not be excluded, the hospital decided to evaluate the patient for a pump exchange. Additional information later received stated that the patient underwent a pump exchange on (B)(6) 2021. During the explant procedure, the surgeon found a piece of felt in the inflow of (B)(6). The felt was removed from the device. A new pump was implanted and reportedly functioned as intended. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the textured, blood-contacting surfaces revealed no evidence of foreign material nor evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the lvad event and periodic log files retrieved from (B)(6), revealed low flow events, fluctuations in rotor noise, and hc_ctrl faults. These events appeared consistent with the report of a piece of felt ingested into the inflow cannula. The event log file also revealed low flow events that coincided with the patient¿s pump exchange surgery on (B)(6) 2021. Despite the observed events, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that 1.5 hours after the patient was implanted on (B)(6) 2021 the patient experienced low flows. Cardiopulmonary bypass had been weaned immediately after implant and flows were adequate at that time. When the low flows occurred the pump's speed was adjusted, and the patient's blood pressure was okay. An echocardiogram showed some space for additional volume. Log files were submitted and confirmed the low flow alarm. The hospital transfused volume and the flow increased, so the pump speed was reduced. The log files also showed that there was rotor instability which started on (B)(6) 2021 at 14:57. The patient was stable and was extubated. On (B)(6) 2021 additional log files were reviewed and the patient experienced low flows again. The hospital decided to perform a pump exchange on (B)(6) 2021. During the explanation the surgeon found a piece of felt in the inflow of the old pump, which was removed.